Event description:
Reporter alleged discrepant back to back blood glucose values of 300, 61, & 75 mg/dl when all test were performed within 5 minutes on the advantage system. The location of the alleged testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.